Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer removed the adc device and noticed that something was protruding from the sensor. Upon closer inspection, they determined that the object appeared to be the needle. The customer was able to unscrew the component and successfully pull the needle out. There was no report of death or permanent impairment associated with this event.